Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission it was noted that on the freeze capture electrograms were missing. No addtional information was available.